Event description:
It was reported that upon reviewing remote transmission, noise was noted on right atrial lead. The device was reprogrammed. The patient would be monitored remotely and with in-clinic visits.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.